Event description:
The customer reported the generation of erroneous ion selective electrode (ise), including sodium (na), chloride (cl) and calcium (calc) patient results with negative anion gap on their dxc 600 clinical chemistry analyzer. The customer repeated the samples on another analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).